Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the patient alleged an unspecified adverse event as a result of use of the product.

Manufacturer narrative:
Reference number: (B)(4). Exemption number: e2013003. Covidien is submitting this report on behalf of c.r. Bard, inc., (importer). Bard's tracking number: (B)(4).

Manufacturer narrative:
Reference number: (B)(4). Exemption number: e2013003. Covidien is submitting this report on behalf of c.r. Bard, inc., (importer). Bard's tracking number: (B)(4).

Manufacturer narrative:
Additional information: unspecified urinary problems, recurrence, dyspareunia, unspecified neuromuscular problems, lumbago, nocturia, irritable bladder, vaginal dryness, decreased libido, polyp, hemorrhoids, diverticula, change in bowel habits, additional surgical and nonsurgical interventions. If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, the patient has experienced pain, infection, unspecified urinary problems recurrence, dyspareunia, unspecified neuromuscular problems, discharge, drainage, cellulitis, discomfort, fatigue, anxiety, mixed incontinence, urinary urgency, low back pain with muscle spasms, malaise, myalgia, lumbago, irritable bladder, elevated blood pressure, dysuria, weight fluctuations, urinary frequency, nocturia, vaginal dryness, decreased libido, polyp, hemorrhoids, diverticula, low white blood cell level, leukocytes/white blood cells/mucus in urine, blood in urine, abdominal pain, change in bowel habits, constipation, blood in stool (blood loss), vaginal atrophy, hot flashes, additional surgical and nonsurgical interventions.

Manufacturer narrative:
(B)(4) specified urinary problems recurrence, dyspareunia, unspecified neuromuscular problems, lumbago, irritable bladder, nocturia, vaginal dryness, decreased libido, polyp, hemorrhoids, diverticula, change in bowel habits, additional surgical and nonsurgical interventions. If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, the patient has experienced pain, infection, unspecified urinary problems recurrence, dyspareunia, unspecified neuromuscular problems, discharge, drainage, cellulitis, discomfort, fatigue, anxiety, mixed incontinence, urinary urgency, low back pain with muscle spasms, malaise, myalgia, lumbago, irritable bladder, elevated blood pressure, dysuria, weight fluctuations, urinary frequency, nocturia, vaginal dryness, decreased libido, polyp, hemorrhoids, diverticula, low white blood cell level, leukocytes/white blood cells/mucus in urine, blood in urine, abdominal pain, change in bowel habits, constipation, blood in stool (blood loss), vaginal atrophy, hot flashes, additional surgical and nonsurgical interventions.